Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was incorrect. The customer's blood glucose was 155 mg/dl. Tandem technical support assisted the customer with adjusting the time.